Event description:
Further follow up information received reported that the patient met with the manufacturer¿s representative on (B)(6) 2013 where re programming was attempted to get the stimulation further into the patient¿s feet. The stimulation was ble to get midway down into both of the patient¿s feet but nothing to their toes. It was noted that the patient had never felt stimulation all the way to their toes either during the trial phase of testing or pot implantation. It was also reported that the patient recharged every 3 to 4 days for 30 to 45 minutes. There were no further complaints or concerns reported. If additional information is received, a follow up report will be sent.

Event description:
Further follow up information received that the programs continue to work well on their pain for the patient. It was also noted that the patient went 3 days between recharging. The recharging itself took only about an hour or so to charge the ins. If additional information is received, a follow up report will be sent.

Event description:
It reported that there was an over-discharge confirmed, one time, due to patient non-compliance. It was noted that the patient stated he had rle stents placed in (B)(6) 2012 and the device has been off since and is now in an over-discharge state. The patient also indicated that he had trouble getting signal prior to not using the device and would take up to 12 hours to recharge. The patient was being sent for an x-ray to make sure that the device was not flipped prior to attempting pmr. That rep was not aware of any date for the x-ray and indicated that the patient was going to contact him after. There were no patient symptoms/injuries related to this event. The device was not flipped. The patient was to call the company representative when he had time to do a physician mode recharge (pmr) which has not occurred yet. It was later reported that the patient was planning to set up an appointment to charge the device. Follow up information reported that the manufacturer¿s representative met the patient at the healthcare professional¿s office and set up an appointment for (B)(6) 2013 to help them get their device up and running. Additional information received reported that the patient met with the medtronic representative on the day of this report. A physic ian-mode-recharge (pmr) was successfully recharged and there was a reset of a power-on-reset (por). It was stated that electrode 2 ,3 and 6 had high impedances. The device was reprogrammed to get full coverage of painful areas on two groups. The stimulation was able to get down to the patient's feet, which had never happened before. It was stated that the battery had discharged at the appointment. It was stated that the patient had recharged the device three times since the pmr, the charge seemed to last longer each time. One the day of the report the device was charged to full and by the night he had to recharge again. The recharger showed the device was 100% charged, but when he went to make an adjustment right after, the handheld programmer said the device was 3/4 full. It was noted that the patient was receiving effect stimulation and pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (b)(5) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Further follow up information received reported the patient was not "draining" down the implantable neurostimulator (ins) battery as instructed by the manufacturer's representative. Specifically, the patient was recharging when the ins battery level was between 1/4 and 1/2. It was re-iterated to the patient the importance of "fully exercising" the ins 4 to 5 times. The patient replied that they would. It was also reported that the patient had been charging once every day and half (or so) for about 30 minutes to get the ins battery level back to full. If additional information is received, a follow up report will be sent.